Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that at follow up, one day post implant, high lead impedance and threshold were observed. X-ray revealed perforation but did not show any pleural effusion. Lead was explanted and replaced. Patient condition after the event was good.